Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) egypt alleging that the onetouch ultra 2 meter is giving readings in mmol/l which the patient interpret as low since he is used to having his blood glucose reading in the unit of measurement mg/dl. The patient reportedly purchased the lifescan meter in kuwait where the unit of measurement is hard coded for mmol/l. The patient takes oral medication to manage his diabetes. The patient started to obtain the blood glucose readings in the incorrect unit of measurement on (B)(6) 2012 at 1600. On that day at 1700, the patient contacted his doctor for advice. The patient's doctor suggested that he take 60 mg of "dimocran" at the time of concern. On (B)(6) 2012, the patient was getting readings of "5.3 and 6.9 mmol/l" between 1900 and 2000. The patient thought his blood glucose reading was correct and low at the time of concern. As a result of what the patient perceived his blood glucose reading was, he reportedly skipped one of his diabetes medication tablet and developed symptoms described as "dizziness, body shiver, and blurred vision." Soon after, the patient went to a nearby pharmacist to check his blood glucose reading. He reportedly tested at 171 mg/dl on the pharmacy meter. The pharmacist informed the patient his blood glucose reading was good and ask him to come back after he eats something. The patient later tested at 179 mg/dl. The patient allegedly is fine and following his diet normally. During troubleshooting, the patient noted that his blood glucose readings of "5.3, 6.9, and 6.9 mmol/l" were performed more than 20 minutes of each other. To compare meter to same meter results, the readings should be taken within 20 minutes per lifescan's criteria for precision testing. This complaint is being reported because, the patient misinterpreted blood glucose reading in the units of mmol/l as low, skipped her diabetes medication, and developed symptoms suggestive of hyperglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.